Manufacturer narrative:
Device was not received; device manufacturing location was updated upon completion of device history record review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6).

Manufacturer narrative:
Subject device has been received and a manufacturing investigation action & investigation summary: was conducted/performed. The report indicates that the: product inspection, the plate referred in the (B)(4) has been re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that there is no evidence of issues manufacturing related. Complaint is disposed as confirmed due to evidence that plate is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part is returned to chu as per procedure. Eventual further investigation, if needed, will be defined by chu. Device history records was conducted. The report indicates that the lot number 8059961 does only correspond to the unsterile article number 449.627. Manufacturing location: mezzovico, manufacturing date:17th september 2012, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. A rework (rdd34017) is present in the DHR of the involved lot: 1 plate has been reworked (polishing, cleaning, vibratory and final inspection) due to scratches. The rework didn't contribute to the complaint condition as showed by the re-inspection. The certificate of the raw material los11980 has been reviewed and no anomalies have been identified. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: the lot number 8059961 does only correspond to the unsterile article number 449.627. Manufacturing location: (B)(4), manufacturing date:17th september 2012, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: unknown when plate broke. (B)(6). Device is not distributed in the united states. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: an initial surgery was performed on (B)(6) 2014. The plate was found broken on (B)(6) 2015 and as a result, the plate was explanted on (B)(6) 2015. A prolonged hospital stay was reported; however there was no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the type of re-operation was an exchange of reconstruction plate to iliac bone grafting.